Event description:
During a routine device exchange procedure, when attempting to connect the leads to the new device, it was noted the set screw in the header was stripped. A new device was used to resolve the event. The patient was stable.

Manufacturer narrative:
The reported field event of stripped set screw was confirmed. Septum material was observed inside df-4 set screw hex cavity, and the set screw was slightly stripped. This did not allow the set screw to be tightened and secured properly in the field. The connection issue was consistent with having occurred during the procedure. The device was above elective replacement indicator (eri) when received. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.